Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that an alert condition was detected by the remote home monitoring system due to a potential product performance issue related to this device. An electronic notification was sent to the local field representative. However, at this time the specific reason for the alert as well as the patient data remain unknown as the clinic originally listed in the notification had no patients listed with any alerts. Further investigation to obtain additional information is ongoing. No adverse patient effects were reported. This product remains implanted and in service.